Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract extraction procedure the handpiece did not aspirate sufficiently with hard cataracts. The handpiece was replaced and the procedure was completed without patient harm. Additional information has been requested but not received.

Manufacturer narrative:
Additional information has been provided. No information was able to be obtained from this customer. However, the handpiece was returned for evaluation. The handpiece was manufactured on october 23, 2014. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample found no visual nonconformity. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet specification. The handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. The handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).